Manufacturer narrative:
Follow-up #1: date of submission 09/013/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the pump¿s black box revealed that the data from the date of the complaint had been overwritten. The pump was returned with the battery cap. The battery cap was unable to fully tighten. The battery cap measures were within specification. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿intermittent power¿ event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing an intermittent power issue. No further information was provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.